Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the pinnacle. It was reported to boston scientific corporation that a pinnacle prolapse repair mesh was implanted into the patient on an unspecified date. An advantage incontinence sling was also implanted into the patient on (B)(6) 2019. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; groin pain. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery under general anesthesia for the following purpose: eua and over sew of mesh exposure and cystoscope. On (B)(6) 2021 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of eroding mesh.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.